Event description:
It was reported that fluid leakage from the hub of the catheter was observed. No pt complications.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Leak testing confirmed the leakage. The leakage is due to a crack 0.060" log in the catheter tubing. The crack enters the distal lumen. The tip of the catheter appears to have been cut in half 6cm proximal of the catheter tip. The cut section was not returned.